Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 10/21/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed a detached haptic, viscoelastic residue on the optic body and haptic and the lens was received cut in half, which is consistent with a lens handled during removal and replacement procedure. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens did not unfold after insertion into the eye. The lens remained stuck (haptic stuck to optic), and was removed requiring the incision to be enlarged and sutures. The patient recovered fully. No additional information was provided.